Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was not returned for investigation at this time. Therefore, root cause has not been determined yet. However, the customer requested an on-site evaluation and repair. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator emits constant circuit occlusion alarm even after checking out the unit. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Result of investigation: vyaire medical was able to confirm the issue and found that the device would briefly display circuit occlusion when the ventilator exhaled for the first time. Then, the unit will continue to ventilate properly. Exhalation corner was checked, and everything was fine. Transducers were calibrated, and the gde (gas delivery engine) was reseated. According to tech support instructions, it was confirmed that nothing was blocking the inspiration port, but the unit issue persisted. Gde was replaced in line with the service instructions. Requested technical support to give codes for gde configuration. Extended systems test (est) was completed and passed. Low vte (end-tidal volume) was monitored and supplied while operational verification procedure (ovp) was being performed. Flow sensor was replaced, but the problem persisted. Performed calibrations on transducers and passed ovp after performing it. The unit meets factory specifications.